Manufacturer narrative:
An event regarding wear and disassociation involving an unknown accolade stem was reported. The event was confirmed through visual inspection. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted accolade stem with evidence of stem neck wear, consistent with taper lock failure which leads to disassociation of the head from the stem. There is also the presence of biological matter on the device. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's hip was revised due to trunnion erosion. An accolade I stem and 44mm metal head were revised to a restoration modular stem construct. Update per sales rep 26-feb-2019: " the head didn¿t disassociate from the stem. Blackish tissue was mentioned; hip was doing well. Stem was well fixed."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to trunnion erosion. An accolade I stem and 44mm metal head were revised to a restoration modular stem construct. Update per sales rep 26-feb-2019: " the head didn¿t disassociate from the stem. Blackish tissue was mentioned; hip was doing well. Stem was well fixed."